Event description:
The pt, a type ii diabetic who administers oral medication, reported lower blood glucose readings with lot 1m509b. The pt opened the first bottle from the first box of test strips on 9/1/96. He obtained readings in the 150 mg/dl range and did not question the test results. On 10/19/96, the pt had a heart attack and he was transported to the hosp. At the hosp, a venous blood glucose (serum) test was performed with a result in the 280 mg/dl range (pt does not remember specific result)> at the same time, the pt obtained a blood glucose reading in the 160 mg/dl range (pt does not know specific result) with test strips. Because of the signficance difference, the pt then opened a new box of test strips (same lot number) and obtained a capillary blood glucose result in the 280 mg/dl range. With the co representative, the pt obtained a check strip result of 87 versus a check strip range of 77-103. The pt does not have normal control solution. The desiccant is in all bottles. The pt's meter was set to the appropriate code for all tests. The pt does not keep the lid of the test strip bottle open for a long period of time. He does not expose the test strips to extreme heat, cold, or moisture. He stores the test strips in the kitchen.